Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that capsular ulceration led to the infection in the system. Device and leads were explanted and replaced. Patient¿s condition was good before, during and after procedure.